Event description:
Zoll quattro (femoral) intravascular temperature management (ivtm) catheter, the bag of ns 500ml from the saline circuit for the zoll thermogard xp infused into the patient unexpectedly. The thermogard xp was functioning appropriately, so the zoll quattro catheter was replaced with a solex (internal jugular). It appears the saline balloons around the quattro catheter were punctured allowing the saline from the saline circuit to infuse into the patient. Diagnosis or reason for use: targeted temperature management therapy.